Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user experienced a high blood glucose of 21 mmol/l at the time of incident. The user alleged the insulin pump was under delivering insulin due to insulin was not being delivered. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with injection. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.